Manufacturer narrative:
In the surgeon's opinion, the most likely cause of the event was possible patient movement during surgery. The lot number of the delivery device was not provided, and the device was not returned to the manufacturer for evaluation. Therefore, an investigation could not be conducted.

Event description:
It was reported that the surgeon noted a posterior capsule tear upon inserting the li61aor lens using the ez-28 delivery system. The incision was enlarged and the lens was subsequently removed. An anterior chamber lens was successfully implanted and sutures were placed to close the incision. The patient's current status was reported as excellent. Please reference MDR #: 1119279-2011-00122.